Event description:
The manufacturer received information alleging a trilogy evo "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, a "ventilator service required" code was found in the ventilator's downloaded error log indicating the internal or detachable li-ion battery was not charging. The device's internal battery pack was replaced to address the issue. In addition, the detachable battery harness, detachable battery pca, and system board were replaced. Afterwards, the service required alarm didn't sound while the device was in operation for 24 hours. In addition, the technician confirmed the fio2 sensor in device passed fio2 test in the diagnostic test. The unit passed final test.